Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) was using the patient programmer (pp) to check on the implantable neurostimulator (ins) and the pp brought up power on reset (por). The pt had tried to use the pp to verify the settings on the ins and the last time they used the pp they had to replace the batteries. The pt was on program #2 at 8.0 and increased stim to 8.1; the pt stated they were able to feel stim but not very much. No falls/trauma was reported that could be related to the event. The pt reported they would either leak like a sieve or they would not be able to go to the bathroom at all. The pt reported a return of symptoms back in (B)(6) 2015; they stated when their bladder was too full and protruding then her bladder would not release the urine at all and they had to perform a self-catheterization. The return of symptoms was reported to be gradual in nature. The pt noted they had a badly prolapsed bladder which was why they had the device implanted, they could press their thumb on the bladder and urine would release. The pt also noted they had 4 surgeries prior to the implant and had a bladder sling which was done in 2010. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va03ylq, implanted: (B)(6) 2012, product type: lead.

Event description:
It was later reported that patient's internal device was dead. The patient has no stimulation the battery was dead. They were unable to schedule due to no representative in the area.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va03ylq, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received via the consumer reported they had notified their physician regarding the return of symptoms and power on reset (por). It was indicated the por had occurred since (B)(6) 2015. Steps taken to resolve the issue was a new urologist. The physician will schedule a procedure to "recharge" the battery and put in a new lead. It is unclear what was meant by "recharge" the battery as the interstim device is not rechargeable.